Manufacturer narrative:
The lifeband used at the time of the event will not be returned for evaluation, as it was discarded by the customer. Therefore, a physical investigation could not be performed and a root cause could not be determined.

Event description:
The autopulse platform sn (B)(4) was used to resuscitate a patient in cardiac arrest. The crew turned on the autopulse platform, pulled up on the lifeband (lot # unknown), and pressed the green start/continue button to start chest compressions. However, the lifeband was not retracted, and the platform displayed a fault code 42 (force overload tripped) error message after the first compression followed by the same error after the first compression during the second attempt. Per the reporter, the lifeband band "came off", the end of liner on the band was forced from the locking tape attached to the hinged belt guard on the lifeband. Manual CPR was performed during the troubleshooting. After replacing the lifeband, the autopulse platform was functional. No consequences or impact to patient. Please see the following related MFR reports: MFR 3010617000-2021-00992 for autopulse platform.